Event description:
A report was received that the patients ipg had migrated that caused pain. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1132 sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's ipg had migrated that caused pain. The patient underwent an ipg explant procedure.